Manufacturer narrative:
Initial reporter phone: (B)(6). Product complaint # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered st elevations and possible air embolism. During right pulmonary vein ablation, st segment were elevated in the inferior wall lead. The pump air detection was activated as an event before st elevation, but a relationship with this event could not be proven. This event occurred about two hours after the catheter was inserted. St-segment elevation improvement over time (echo shows normal motion). There was no abnormality confirmed by echography after the end of ablation. The physician's opinion on the relationship between the event and the product is that it might be air, but the details are unknown. The only medical history is atrial fibrillation. No intervention was provided. The patient fully recovered and did not exhibit any neurological symptoms since the procedure was completed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30728795l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001129261 during an internal review on 25-jul-2022, it was noted that the h 10. Additional manufacturer narrative section of the 3500a initial report was incomplete. The following information were inadvertently omitted: this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received on 10-aug-2022. It was reported that the patient is a 61-year-old female. Relevant history was unspecified other than af. Therefore, b 7. Medical history/preexisting condition was updated. It was also reported that the adverse event was discovered during use of biosense webster products. The patient did not require extended hospitalization because of the adverse event. The physician indicated the possibility of air being introduced into the patient, but he is not sure. The physician did not perform any maneuver to eliminate bubbles. The pump used was a smartablate pump. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).